Event description:
It was reported that the device reached elective replacement indicator (eri) and that there was early battery depletion. The patient later reported that the "device did not last the five years. Something to do with a connection or short". The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device was projected to last 54% of its expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.